Event description:
In 2009, a dr performed a knee surgery on pt. No obvious problems with the case were noted. On the next day, manager, while completing the steris diagnosis cycles, observed that a cycle from the previous day had not passed sterilization. This info was immediately relayed to management. Dr was notified immediately and he contacted the pt. The pt was placed on additional antibiotics and made aware of the incident. The staff involved analyzed the incident and discussed ways to eliminate this from occurring again. Areas of improvement that were identified during this brainstorming session include: initialing the paper readout of who retrieves the instruments from the steris, properly insuring the 12 minute exposure cycle is completed, insuring the "complete light" is showing, insuring the indicator strip changes color (purple to white). The steris machine was taken out of service and evaluated. They were not able to reproduce the event and the unit was returned to service. The or staff was provided discussion and instruction on how to properly use steris and what parameters are essential for proper sterilization. A medwatch form FDA 3500 was completed and sent to the FDA. Vice president spoke with the pt on feb. 27, 2009. She described the due diligence being done to prevent a repetition of this error, including staff education. Date of use: na.